Manufacturer narrative:
Device evaluated by MFR? A raised notch on the shaft of the distal pin was discovered making the effective diameter of the distal guide pin larger than the inner diameter of the distal guide tube. This notch prevented removal of the drill guide. The interference fit then prevented the pin from dislodging from the drill guide. Root cause for the presences of the raised notch was not determined.

Event description:
Patient had surgery to install a digit widget external fixation system. The surgeon contacted (B)(6) lab during surgery and reported the drill guide was 'stuck on the skin' and they could not remove it from the fixation pins. Methods used to remove the drill guide resulted in bent fixation pins. They did not have back-up fixation pins and the case was abandoned.